Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the returned reflex-hybrid screw extractor was confirmed visually to have the distal threaded tip broken off in a torsional overload mode. No manufacturing anomalies that could be associated with the breakage were reported. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the screw extractor is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the screw extractor must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: the instrument failure is believed to be the result of user-error.

Event description:
It was reported that inner shaft sheared off/broke while removing screw.

Event description:
It was reported that inner shaft sheared off/broke while removing screw.